Manufacturer narrative:
Intuitive surgical inc. (Isi) received the medical grade power supply (mgps) involved with this complaint and completed the device evaluation. The failure analysis was able to reproduce the reported failure. The unit was installed and tested in the printed circuit assembly (pca) test system and failed upon start up. The power supply fan spun but there was no output. The psc was running on the battery instead of the power supply. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) switched to battery. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to check the power cord, breaker position, and different outlets but the issue persisted. The customer then removed the instruments and performed an emergency power off of the psc and power cycled the system but once again no change. The isi tse logged in remotely and noted an 817 error and an 816 error after 10 minutes. At that time, the customer made the decision to convert and complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. Isi made a follow up attempt and obtained the following additional information: the nurse stated that the psc went down in the middle of the procedure and after numerous attempts to troubleshoot, they were not able to recover and converted to a laparoscopic surgery. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue, the fse replaced the medical grade power supply.